Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. During testing, the unit triggered an insertion error, when tested, the insertion movement was rough. As a result, the insertion ball screw assembly, gearbox assembly and brake assembly will be replaced. The rolling loop assembly will be replaced to assist with the insertion initial repair. The insertion motor screw, double side tape, fcc¿s gaskets and the cannula fcc will be replaced to accommodate the rolling loop installation. The usm was analyzed, and the reported failure was confirmed and replicated. In system logs the unit reported an aurora communication error 32097 upstream to axes controller arm (aca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where an unrelated error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring and parallelogram fibers, confirming the fault occurred in the field. Once testing was completed, the clock spring and parallelogram fibers were tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors with clock spring fiber cable and parallelogram fibers within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse did replace the universal surgical manipulator (usm). The system was tested and ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered a fault on the universal surgical manipulator (usm) 2, and a message was displayed suggesting that they disable the usm 2. The tse reviewed the system error logs and confirmed the error. The tse walked the user through disabling the usm 2 and the user continued with the procedure using the remaining 3 usms. No known impact or patient consequence was reported.